Event description:
It was reported that the patient's right hip was revised due to the trunnion breaking off from the stem (reported as 'right at the beginning of the trunnion) inside the head. The head, stem, and liner were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's right hip was revised due to the trunnion breaking off from the stem (reported as 'right at the beginning of the trunnion) inside the head. The head, stem, and liner were revised.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of medical records by a clinical consultant indicated "the ap pelvis x-ray shows a pressfit right tha where the head has dissociated from the trunnion. The trunnion itself is deformed with significant material loss superiorly and rounding off of the trunnion. In addition, there is a fracture of the inferior portion of the trunnion. Fracture of the trunnion with trunnion deformation and head dissociation is confirmed. The root cause of this issue cannot be established by the limited documentation provided. Should additional information become available I would be happy to further this assessment. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no similar events for the lot referenced. Conclusion: it was reported the patient was revised due to stem fracture and head disassociation. A review of medical records by a clinical consultant indicated "the ap pelvis x-ray shows a pressfit right tha where the head has dissociated from the trunnion. The trunnion itself is deformed with significant material loss superiorly and rounding off of the trunnion. In addition, there is a fracture of the inferior portion of the trunnion. Fracture of the trunnion with trunnion deformation and head dissociation is confirmed. The root cause of this issue cannot be established by the limited documentation provided. Should additional information become available I would be happy to further this assessment. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.